Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had been experiencing low blood glucose episodes at night and he was unsure why. The patient stated that the events occurred a month ago; he experienced abdominal pain and sweating. The patient stated that his blood glucose was approximately 50 mg/dl and he treated with food and glucose tablets. The customer's current blood glucose was 160 mg/dl. Troubleshooting was initiated to address the customer's lows. The customer confirmed that he had not been eating all of the carbs he had been entering into the insulin pump. The customer mentioned that his doctor adjusted his pump settings in order to bring his blood glucose down, but that he now has been over-bolusing. The customer was advised to monitor the pump and contact his health care professional regarding the low blood glucose events. No products were shipped or returned.